Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. No cartridge was received for investigation therefore no evaluation could be performed for the fill resistance allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that resistance was experienced during the fill process. The customer declined to further troubleshoot the issue, therefore no additional information could be obtained. Customer¿s blood glucose level was 99-104 mg/dl.